Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The caller reported that the patient stated the remote monitor was getting very hot and was afraid it will start a fire. No troubleshooting taken. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model#: 2490h10, serial/lot#: (B)(4): the remote monitor was returned, and analysis revealed that there was no complaint failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor was returned and replaced.